Event description:
New information received on september 27, 2018 indicates that the patient had a tension pneumothorax post-implant on (B)(6) 2018 and had a chest tube placed. Subsequent blood cultures and vegetations on leads led to suspicion of infection.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital with infection. Upon reviewing the ultrasound results, vegetation was visualized on the atrial, right ventricular and left ventricular leads. The whole implantable cardioverter defibrillator system was explanted. The patient was stable throughout the whole procedure and the patient would be treated with antibiotics.

Manufacturer narrative:
Analysis was normal. No anomalies were found.